Event description:
It was reported that the patient had fatigue and dizziness. Upon interrogation, it was found that the atrial lead showed intermittent loss of capture and variable thresholds. Retrograde conduction was also noted. Programming changes were made to adjust the outputs and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.